Event description:
It was reported the patient's pain condition had gotten worse since the pump was implanted. The patient never had therapeutic effect. It was also reported the pump site was red and warm. The reporter reaction had not occurred during the trial. Both an infection and an allergic reaction were being considered as possible causes. Troubleshooting was being considered. The drug used in the pump was prialt. Additional information has been requested but was not available on the date of this report.